Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: vessel tortuosity was described as minimal. The devices were prepared as indicated in the IFU. It was not known if a continuous heparinized saline flush maintained during the procedure, if the pushwire was torqued at all or how was the mvp device deployed. During the procedure, no resistance was experienced during mvp delivery. At deployment, the mvp reportedly prematurely detached. No attempts made to retrieve the mvp after it detached. The plug was placed in the desired location. No additional devices were placed.

Manufacturer narrative:
The mvp-9q will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a mvp-9q prematurely detached during a procedure. The mvp remains in the patient. The patient was undergoing mvp placement in the embolization of a 9mm, hypogastric artery. The devices were prepared as indicated in the IFU. It was reported that the patient did not have symptoms or injury in association with this event.